Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula dislodging from the infusion site or cause high blood glucose levels was found. Due to the device being worn, the original state of the adhesive pad could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) reached 466 mg/dl while wearing the pod between 24 and 36 hours on hip/buttocks. The patient reported the cannula was not inserted and noted as bent. For treatment, a manual injection of insulin of 1.36 units was given and pod was replaced. The patient's blood glucose and insulin history is as follows: (B)(6).